Event description:
It was reported while using bd needle sftygld 25x5/8 rb the needle pulled out of the hub. There was no report of patient impact. The following information was provided by the initial reporter: incident details: when attempting to draw up a vaccination after adding the diluent, the needle dislodged from the hub (no evidence of breakage). The needle remained in the vaccine vial stopper. Impact of incident: I was able to safely remove the needle from the vaccine hub and successfully draw up the vaccine with a new needle and syringe. Who was affected? No person affected unexpected or prolonged care? No frequency of problem: first time.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
No additional information received. Material#: 305901; batch#: 0290144. It was reported by the customer that when attempting to draw up a vaccination after adding the diluent, the needle dislodged from the hub (no evidence of breakage). The needle remained in the vaccine vial stopper. Customer able to safely remove the needle from the vaccine hub and successfully draw up the vaccine with a new needle and syringe. Verbatim: ahs mdip reference number (ID): (B)(4); date of incident (yyyy-mm-dd): (B)(6) 2023; type of incident/problem: malfunction - during or after use; level of harm: no effect - did not reach patient - detected before use or does not touch person during use; ahs optional report to cmdsnet (health canada): yes; incident details: when attempting to draw up a vaccination after adding the diluent, the needle dislodged from the hub (no evidence of breakage). The needle remained in the vaccine vial stopper. Impact of incident: I was able to safely remove the needle from the vaccine hub and successfully draw up the vaccine with a new needle and syringe. Who was affected? No person affected; unexpected or prolonged care? No; frequency of problem: first time. Device information: device name/description: needle hypodermic safety 25ga x 5/8 in; manufacturer: becton dickinson canada inc; manufacturer code/model: 305901; serial or lot number: (B)(6); expiry date: unknown; supplier: xxx; supplier catalogue number: 308-305901; is device retained: yes; number of devices: (B)(4); wipe, contained, labeled? Device was clean/not used. Investigation request: expected type of investigation: actual device tested, lot review.

Manufacturer narrative:
(B)(4). Follow up for device evaluation. It was reported the needle dislodged from the hub. To aid in the investigation, one sample of a 25x5/8" safetyglide needle in an opened packaging blister from lot 0290144 was received for evaluation by our quality team. The sample is a needle hub with the safety mechanism, but the needle assembly is missing the cannula. A visual inspection was performed with 10x magnification, and the needle hub has residues of epoxy that covers about 50% of the inner diameter where the needle should be. This defect could occur if the nozzle applying the epoxy was not in alignment inducing the symptom reported. A device history record review was completed for provided material number 305901, lot 0290144. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 0290144 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Additional device histories were reviewed for each batch of needles used in the manufacturing of this batch. The additional review did not reveal any detected quality issues during the production of the lots that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the epoxy application process was performed. The settings were correct, and the alignment and flow of product was good. This condition appears to be occurring at or below its expected frequency; therefore, no corrective actions are required at this time. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.